Manufacturer narrative:
Additional expiration date: 01/31/2018, additional lot number: 7108880, additional manufacture date: 04/18/2017, additional expiration date: 06/30/2017, additional lot number: 6277525, additional manufacture date: 10/03/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes were not filling properly.